Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. An initial report was previously submitted to FDA on 02/01/2007; however due to emdr submission issue related to the follow-up report, this is being filed again as an initial report.

Event description:
Additional information was received that the lead was noted to have insulation damage and a fracture approximately 10 years later. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.